Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported the device also exhibited air in the tubing and that troubleshooting was unsuccessful. Per reporter residual volume was: 6.3 ml, rate 2. And 85.75 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).